Manufacturer narrative:
The product was not returned, so a physical evaluation could not be conducted. The manufacturing records show no contributory factors relating to the reported event, confirming that the device was released according to the final product specification, with no non-conformances or deviations associated with this lot. A review of previous complaints found one other report of complications arising from the user having left the foam in place for longer than intended. There have been no historical escalation actions in relation to this product and failure mode combination. The risk management files for the product were reviewed in relation to this report. Both risks of dressing being left in place for longer than designed, and of the foam coming into contact with a wound are adequately anticipated and mitigated, with no changes to the risk files deemed necessary. A medical review was conducted, which contained an analysis of the instructions for use in relation to this failure. Based on a review on the limited information provided, the definitive root clinical cause of the reported adverse events cannot be confirmed nor concluded. It is unknown if the IFU for the renasys soft port dressing kit was adhered to. The IFU does warn/contraindicate the following: ¿ use of the opl is necessary to protect exposed organs from the foam and extraperitoneal tissues to which adhesion may form. ¿ foam dressings should be changed every 48¿72 hours after the initial application of therapy. If no leak is present and the patient is comfortable, dressing changes should occur no less than 3 times per week. ¿ if multiple pieces of foam or gauze are needed to fill the wound profile, count, and record how many pieces are present to ensure all pieces are removed at a dressing change to minimize the risk of retention and infection. If foam dressing adheres to the wound, apply normal saline into the wound dressing and let it set for 15¿30 minutes before gently removing the foam. It is unknown if the opl was correctly applied to the open abdominal cavity as indicated in the IFU or if other user related issues contributed to the reported adverse event. Therefore, we cannot rule out a user error as a factorial consequence while the cause of the reported event remains undetermined, probable cause may include that the product instructions for use were not fully adhered to, particularly in relation to the intended dressing change time. No manufacturing quality concerns have been confirmed, therefore no corrective actions are deemed necessary, smith and nephew will continue to monitor for adverse trends relating to the reported allegation.

Manufacturer narrative:
Internal reference number (B)(4).

Event description:
It was reported that, a renasys ab drsg kit w softport was placed on (B)(6) 2023, after 7 days of treatment the patient was re-intervened and underwent a lavage procedure, in which was change the abdominal kit, the foams of the abdominal kit were found adhered to the intestinal loops and the protective field collected on one side totally moved. The patient was at risk of fistulation. It is unknown how the treatment was finished; however a significant delay was reported. Current health status of patient is unknown.